Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed weak signal and lost sensors, and this has been an ongoing issue. The blood glucose reading was unavailable. The customer stated that she has not worn the sensor in the last week. Sometimes the alarms occur even though she had not moved anything and the device and sensor remain in the spot. The customer stated there was only one time when the sensor lasted for the 6 days that is was intended to last; most other days she had to change them prematurely. The customer also observed that two times in a row, she left work and knew she had low blood glucose levels but did not have her meter to test; the sensor never alarmed and she needed to treat for the issue. Other times the customer reported that the insulin pump would tell her she has low blood glucose levels when she does not. The customer stated that when the device works, it is good, but when it does not, she cannot rely on it. Nothing further reported.